Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right implant smashed and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient of unknown age underwent unspecified breast surgery with unknown implants. Now this patient reported that she had implants placed in the 1980's but her right implant was smashed in a mammogram so her surgeon from the 2016 procedure had to replace them. The replacement devices used on (B)(6) 2016 were catalog number: 3341255; serial number (B)(4) on the left side, and catalog number: 3341255 serial number (B)(4) on the right side.

Manufacturer narrative:
On march 12, 2025, mentor became aware that the patient also experienced generalized illness symptoms including unspecified health problems, abnormal labs, weight loss, and cognitive issues. Clinical code appropriate term / code not available has been added under field h6. The patient is still experiencing symptoms, follow ups will be performed and supplemental report will be submitted when additional information is received. Also, following updates were made on this form per proper codification: field d1 for brand name has been updated to "unknown gel implants". Field d2a for common device name has been updated to "prosthesis, breast, noninflatable, internal, silicone gel-filled". Field d2b for procode has been updated to "ftr". Field d4 for catalog number has been updated to "unk_gel implants". Field g4 for PMA/ 510(k) has been updated to "p030053". D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: right rupture, and generalized illness this supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately manufacturer¿s reference number: (B)(4).